Event description:
Doctor was performing total laparoscopic hysterectomy single site. Arm 1 -fenestrated bipolar forceps, arm 2 - permanent cautery hook and camera arm in the middle. Camera arm collided with arm one cannula causing cannula mount to open. As a result, the fenestrated bipolar forceps bent. The forceps bent more than usual.